Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that loss of image was caused by the sdc ultra. The procedure was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
Alleged failure: image loss. Probable root cause: sk-18/sk-8 system electrical design. Sk-18/sk-8 system firmware. Dvi / s-video/composite cables and connectors. Remote connectors (r1/r2). Remote cables. Sdc application software. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that loss of image was caused by the sdc ultra. The procedure was completed successfully with no medical intervention or adverse consequences.